Event description:
It was reported to covidien via a medwatch that a customer had an issue with an insulin safety syringe. The customer reports that the kendall monoject safety syringe 1/2 ml 29 g x 1/2 inch had the safety seal fail. The customer reports the safety shield came off exposing the staff to the needle.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded. (B)(6).